Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on 27-jun-2024. No further information available.